Event description:
It was reported while using bd ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: family member reported needle clog during priming, stated that there is no insulin flow. Also reported needle pain during injection, stated that the pen is difficult to depress and it causes the consumer to use pressure when injecting. Consumer does not re-use.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.